Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The resulting treatment data sheet reflects the programmed treatment settings. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having balloon valve leak alarms. The patient discontinued treatment during drain 1 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5391 ml during drain 1 of the treatment. This drain volume is 245% the patient's prescribed fill volume of 2200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.